Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and walked the customer through the process, which resolved the issue as the customer successfully started their sensor session with no recurrence of the error.